Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely high sodium (na) results. The results were not reported out of the laboratory. Once the issue was noticed, the samples were rerun on the other dxc instrument in the laboratory, and those results were reported. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and replaced the sodium (na) reference electrode to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. Customer stated that patient result data is unavailable. However, customer stated that the sodium (na) results were originally 10 to 15 millimoles per liter (mmol/l) higher than the rerun results.

Manufacturer narrative:
(B)(4).